Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a sensor anomaly. The customer's blood glucose reading was unknown. The customer stated that when they removed the sensor, there was no electrode on the sensor base. The customer stated that the first sensor was discarded. The customer stated that the second sensor will be sent to them.

Manufacturer narrative:
Reliability analysis inspected three opened/used partial enlite sensors and found one sensor with a retracted cannula inside the sensor base. No broken or missing parts were observed during analysis. Unable to confirm the customer received the sensor in said condition due to the customer returning the product opened/used. Two sensor were missing. Also found three needles.